Event description:
On 11/19/97, the chief tech called to report an incident of a loose blood port cap when the dialyzer was removed from the package. On 12/2/97 when the customer was contacted again regarding this incident, the chief technician said the "top" (header) of the dialyzer was loose, not the blood port cap. This incident occurred with an mca 200 dialyzer. Dialyzer was not used; therefore no pt contact occurred.